Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient experienced a low blood glucose of 47 mg/dl; no symptoms were reported. The reported blood glucose does not meet animas criteria for an adverse event. The reporter indicated that there was concern that the pump may have been malfunctioning. The reporter indicated that the patient did not have any increased activity leading up to the event. The reporter stated that the patient had a blood glucose level of 202 mg/dl prior to lunch, a bolus was programmed for the blood glucose and carbohydrate intake; the reporter stated that the pump calculated 1.5 units which the reporter indicated was the correct amount. The patient took a nap after lunch and when the blood glucose was tested two hours later, the patient's blood glucose was down to 47 mg/dl. The reporter indicated that the system download showed a trend of significant decreases in blood glucose levels occurring 3 hours after a correction bolus. The reporter was advised to discuss possible need for adjustments with the patient's health care practitioner. This report is made based on the allegation that the pump may have been malfunctioning.

Manufacturer narrative:
Follow-up #1 date of submission 11/19/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The available recorded daily insulin delivery correctly reflected the user programs. A delivery accuracy test was performed and passed, indicating that the pump was delivering within specifications. The complaint was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.